Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Clarification to h11: ¿this report was impacted by emdr scheduled maintenance occurring (B)(6) 2026.¿

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device status is unknown.